Event description:
As reported by our edwards lifesciences affiliate in cyprus, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the commander delivery system with valve was unable to be advanced through the 16fr esheath as the valve became stuck at the grey portion of the esheath. The entire system was withdrawn as a unit without any difficulties. A second system and valve were then prepped and used. There were valve alignment difficulties encountered and the valve was not between the alignment markers. The valve was deployed and subsequently embolized into the ventricle. The commander delivery system balloon was able to be kept inside the valve and the valve was retrieved from the ventricle. The valve was then deployed in the descending aorta. A third system and valve were then prepped and used. There were no issues during the third implant attempt as the valve was implanted successfully. The patient was noted to be stable. The event was believed to possibly be due to kinking in the patient's anatomy.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing. H3 other text : device not accessible for testing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed the valve was not centered between the valve alignment markers prior to valve deployment. The valve embolized into the ascending aorta. It was then retrieved and implanted in the descending aorta. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, it states to ensure the thv is exactly between the valve alignment markers during valve deployment. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve embolizing into the aorta resulting in the need to deploy the valve in the descending aorta and prepare an additional valve was confirmed based on evaluation of the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, "there was alignment difficulties with the fine adjust with the commander delivery system. After deployment, the valve embolized into the ascending aorta. It was managed to keep the balloon inside the valve to retrieve it and finally the valve was implanted in the descending aorta.". Per evaluation of the provided imagery, the valve was not centered between the valve alignment markers. Per training manual, "check thv is exactly between the valve alignment markers" prior to thv deployment. In this case, the crimped valve was not within the valve alignment markers prior to deployment, which will lead to early balloon inflation at the distal end of delivery system (ventricle side) and pushed the partial crimped valve toward the aorta. This can result in the valve embolizing into the aorta. As such, available information suggests that procedural factors (improper valve alignment prior to valve deployment) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. The following section of this report has been updated: h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-18315 for details of the other event. The investigation is still ongoing.

Event description:
As reported by our edwards lifesciences affiliate in cyprus, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the commander delivery system with valve was unable to be advanced through the 16fr esheath as the valve became stuck at the grey portion of the esheath. The entire system was withdrawn as a unit without any difficulties. There was a kink observed approximately 7.5 cm from the strain relief. A second system and valve were then prepped and used. A second esheath+ was also prepped and used. The second commander delivery system and valve was unable to be advanced through the second esheath+. The commander delivery system and valve were able to be withdrawn safely through the esheath+. A decision was then made to replace the esheath+ with a non-edwards sheath. The second commander delivery system and valve were used again. The delivery system and valve were advanced through the non-edwards sheath and there was valve alignment difficulty encountered. The valve was not between the alignment markers. The valve was deployed and subsequently embolized into the ascending aorta. The commander delivery system balloon was able to be kept inside the valve and the valve was retrieved from the ascending aorta. The valve was then deployed in the descending aorta. A third system and valve were then prepped and used. There were no issues during the third implant attempt as the valve was implanted successfully. The patient was noted to be stable. The event was believed to possibly be due to kinking in the patient's anatomy. Additional information was received revealing there was a vascular complication that had occurred at the end of the procedure. The vascular complication involved the right femoral vessel. A decision was made to repair it with a surgical cutdown.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2023-18315 and 2015691-2024-00141 for details of the other event. The investigation is still ongoing.